Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 05-jun-2025 investigation - evaluation: device evaluation: the evo-fc-10-11-6-b device of lot number: c2141028 involved in this complaint was returned for evaluation, not with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 29th jan 2025. Refer to ¿examination of returned device¿ section for lab attendance and notes. On evaluation of the device, the following was observed: visual inspection: stent partially deployed on return. Safety wire in place. Red shuttle before ponr. Functional inspection: handle is actuating fine for deployment and recapture. Safety wire removed with no issue. Stent deployed with no issue. The reported failure was not observed as clinical setting could not be replicated. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2141028. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as clinical settings cannot be replicated. A possible root cause could be attributed to tortuous patient anatomy and/or a tight stricture, which may have resulted in the difficulty experienced by the customer when trying to deploy the stent. Another possible root cause could be that the safety wire was not removed at the ponr which would have prevented the stent from deploying fully. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: the evo-fc-10-11-6-b device of lot number: c2141028 involved in this complaint was returned for evaluation. Confirmed quantity of 01 x used device. There were no adverse events reported as a result of this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 05-jun-2025

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent did not release from the release system. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.